Manufacturer narrative:
Correction: b1 adverse event should be checked b2 required intervention to prevent permanent impairment/damage (devices) b5 should include device explant and replacement. H1 should be serious injury d6b should be (B)(6), 2021.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and failure to capture. The lead was explanted and replaced. The patient condition was unknown. No further information was reported.

Manufacturer narrative:
The reported events of lead exhibited noise and failure to capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and failure to capture. The patient condition was unknown. No further information was reported.